Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tremendous pain radiating up to their shoulder that required ongoing pain medication, inflammation, and there was evidence of a previous fluid collection near the implantable cardioverter defibrillator (ICD) site. Allergy testing was performed, and it was indicated the patient was experiencing an allergic reaction to their ICD system. An ICD system replacement is planned. No further patient complications have been reported as a result of this event.